Event description:
The facility's tech reported a fail code 550. The tech did not have info regarding whether the failure occurred during pt used or biomed testing. Add'l contact info was requested but no add'l contact identified. The tech stated that there have been no reports on any pt incident involving this pump since the last baxter service event.